Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: severe sweating. A patient reported they were unable to get a blood glucose result on the meter. Their meter allegedly would only prompt redo check message. Patient was not treated. No further information has been reported.